Event description:
It was reported that during an antherectomy procedure following 10 successful cuts, the cutter was noted to interact with the cutter housing. The device was removed and exchanged for another atherectomy catheter.